Manufacturer narrative:
Result: main power cord plug missing ground prong.

Event description:
It was reported by service report that the main power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.